Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the hospital for an unrelated surgical procedure, back up bvvi mode and an oversensing issue was observed on the device. Patient received inappropriate therapy as well. Due to the patient¿s surgical condition a device download was unable to be performed. Device was explanted and a new device was implanted. Post device explant procedure device damage was observed as well. No further information available.

Event description:
New information received: patient was stable post procedure.